Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver boot test was performed and passed. Receiver charge test was performed and failed due to failed battery test. Functional test was performed and failed due to failed battery test. Internal visual inspection was performed and failed due to water damage. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).